Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown t-pal implant/unknown lot number. Implanted sometime in 2012. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was in a motor vehicle accident and had fusion surgery in 2012 for the fusion of the l-3 to l5 using pedicle screws. During this time the patient also had opal hardware implanted at the l3-l4 level and had a t-pal implant at the l4-l5 level. At an unknown date the l4-l5 t-pal implant migrated posteriorly into the canal and revision surgery was scheduled for (B)(6) 2014. During the revision procedure the removal of the implant was difficult and took a few hours to do so. The matrix hardware was also removed and a new one was inserted. A screwdriver, part number 03.632.074, broke. The t-pal implant was discarded and no part information was recorded. This report is 2 of 2 for (B)(4).